Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-02119 / 02121).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports a revision procedure on (B)(6) 2011, due to patient allegations of pain, loss of range of motion, metal poisoning, metallosis, swelling, inflammation, and damage to surrounding bone/tissue. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay patient blood test results, which were unknown at the time of the initial medwatch. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2013-04155 & 02119 / 02121).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6), 2009. Subsequently, legal counsel for patient reports a revision procedure on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, metal poisoning, metallosis, swelling, inflammation, and damage to surrounding bone/tissue. Invoice history confirms the modular head was removed and replaced. Additional information received in patient medical records indicates patient underwent further revision procedure on (B)(6) 2012 due to pain and instability. The cup, head, and liner were removed and replaced. Additional information received in patient medical records indicates the (B)(6) 2011 revision was due to pain. Operative notes indicate fluid, hypertrophic synovial tissue and neutrophils at time of revision procedure. No metal staining was noted within the hip. Operative notes indicate the head and cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports a revision procedure on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, metal poisoning, metallosis, swelling, inflammation, and damage to surrounding bone/tissue. Invoice history confirms the modular head was removed and replaced. Additional information received in patient medical records indicates patient underwent further revision procedure on (B)(6) 2012 due to pain and instability. The cup, head, and liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.